Event description:
It was reported the device reached rrt (recommended replacement time) early. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary - (B) (4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported the device reached rrt (recommended replacement time) early. The device was removed and replaced. No patient complications were reported as a result of this event. It was also reported that at implant of the 6935 lead, the screw would not extend and the fixation questioned. The lead was not used. In addition, the patient reported the device battery "showed a problem".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary - (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4) analysis of the lead found the helix disengaged from the helical channel. The helix would not extend due to being over-retracted. No fracture found; blood on helix. The full lead was returned and analyzed.